Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk ICD, implanted: (B)(6) 2010. Product ID: 694765 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device change out procedure, insulation damage was observed on both the right ventricular (rv) and left ventricular (lv) leads. Both leads were repaired. The pace/sense portion of the rv lead was capped and replaced with the previously capped pacing rv lead. The high voltage portion of the lead remains in use. The lv lead remains in use. No patient complications have been reported as a result of this event.